Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient reports experiencing a seizure at a restaurant from where the paramedics transported her to the hospital, treated her with glucagon, and held her overnight for observation. Patient did not report any further injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).